Event description:
73 days after implantation of a taxus express2 2.5x12mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the procedure, the target lesion was located in the proximal 1st diagonal artery. A pre-intervention stenosis percentages was not reported. The lesion was balloon dilated and subsequently a 2.5x12 mm taxus stent was deployed in the vessel. A post-intervention stenosis percentage was not reported. No information concerning the calcification or tortuosity of the treated vessel was reported. No information concerning patient complications or medications was reported. The patient presented 73 days after the initial procedure with a 95% in-stent restenosis in the region of the 2.5x12 mm taxus stent. The lesion was balloon dilated and subsequently a 2.5x16 mm taxus stent was deployed in the 1st diagonal artery. A post-intervention stenosis of 0% was reported. The patient was reported to have tolerated the procedure well.